Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated tsh result is heterophilic antibody interference. The tsh dimension(r) flex(r) reagent cartridge instructions for use contains the statement: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated thyroid stimulating hormone (tsh) result was obtained on a patient sample. The result was reported to the physician. Patient treatment was altered on the basis of the elevated result. A thyroid medication (synthroid) was administered and a new sample yielded a similarly elevated results which were questioned by the physician. The patient sample was then tested on an alternate instrument system and lower results within the normal range were obtained. There was no report of adverse health consequences as a result of the falsely elevated tsh result.